Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: type of follow up - additional information h11: additional information.

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed. A receiver download was performed and rtt loss was observed. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant tests except for serial number verification. An internal visual inspection was performed and passed. Receiver reset and alert time loss were found within the investigation window in receiver log. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).